Event description:
Report received of a non-delivery of antibiotics. It was reported that a nurse visited the home of a patient receiving antibiotic therapy to change the IV bag. The patient was receiving the antibiotic claforan every 8hrs via peripheral IV access. The nurse found the pump was running and the display showed that most of the medication had been infused but the IV bag was nearly full. The reporter stated when inspecting the pump, the shaft was spinning freely and the rotor was not turning the dial on the cartridge. The reporter stated that it appeared as if the rotor had been screwed in with a wrench too tight and cracked. The physician was notified and treatment was extended due to the 24-36 hours of missed therapy. There was no reported patient harm or adverse patient effect. Although requested, no additional information was available.